Event description:
During a laparoscopic cholecystectomy procedure, safety shield did not function. After incision, the blade was visible via monitor/screen. Case completed with same like device. No patient consequences.